Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller advises while she was changing the cartridge in the infusion pump, she noticed that the cartridge was empty and the cartridge chamber was full of insulin. Caller reported she was distracted while speaking to her nursing team during the cartridge change procedure and did not disconnect from the infusion set. She was concerned she received unintended insulin. Customer was hospitalized and treated with fluids of unknown content. Requested return of the alleged device for evaluation.